Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2015 with the following findings: during investigation, the battery compartment was observed to be cracked. Unrelated to the original complaint, the pump powered on to dim and discolored display.

Event description:
On 10/09/2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.